Event description:
It was reported that the patient started on heparin. The device pocket became swollen, red and tender due to a possible infection. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.